Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients are showing as pre admitted on the es server. A technical support specialist found that the issue was on the hospital it side- they had vpn issues with ports being blocked and site resolved the issues, and all orders were crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all patients appeared pre-admitted on the es server, which impacted patient care since nurses were unable to pull medication the customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.